Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader has been heated while charging. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. An extended investigation has been performed. Visual inspection was performed on the de-cased reader and no signs of damage or corrosion was observed. The returned reader was connected to a computer via usb cable. The software was unable to detect the reader and was unable to extract the usage log. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the remainder of testing. The reader was powered on, and a blank white screen was observed. The reader was monitored under a thermal camera during operation and hot spots were observed on u3, u13, cpu, and u5. The u13 chip was removed from the pcba. The blank white screen and overheating components were still observed. The device was not charging and voltage was observed on line. This indicates there is damage on the pa9 pin of the cpu. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. No anomalies were observed. It was observed that the reader was too hot to hold. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and hotspots and a blank white screen. Therefore, the issue is not confirmed to use due to incorrect adapter used. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.